Event description:
Customer reported experiencing symptoms of excruciating headaches. The device the customer has been using is the precision xtra blood glucose meter. Customer was taken to the emergency room at hospital and while there customer drank a regular dr. Pepper soda. The customer was diagnosed with severe hypoglycemia. Additionally, the customer reported he had forgotten to calibrate his meter. He also reported the lot numbers on the calibrator the strip foil and the strip insert were not the same.

Manufacturer narrative:
The customer returned meter and strips with lot #42169. An investigation is in process. The customer's device involved in the original complaint has been requested. An investigation will be conducted if the device is returned and a follow-up report will be sent once the investigation results are available.